Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device, the following defects were found: due to damage on knobs; water tightness lost. Due to deformation of angle shaft; lock engagement lever rotates concurrently. Scope cover scratched, air/water cylinder discolored, suction cylinder discolored, plug unit scratched, knob play, image guide protector shaved, distal end cover scratched, adhesive on angle rubber cracked, connecting tube scratched, universal cord scratched, and protector of universal cord on control section side cut. The faulty parts will be replaced. And the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during annual inspection of the olympus return asset evis exera iii colonovideoscope, foreign material (whitish foreign objects) was found in the scope air/water cylinder and air/water tube; due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material (unknown whitish material) remained due to accumulated residues from previous reprocessing procedures. Olympus will continue to monitor field performance for this device.